Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that resistance was felt when filling multiple cartridges during the load sequence. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer; however, the customer did not respond.